Manufacturer narrative:
The field service engineer (fse) went to the customer site on 06nov2024 and replaced the ui pcba. The fse confirmed that the replacement ui pcba resolved the issue, and the device then passed all tests included in the performance verification test (pvt). The device was confirmed to have returned to full functionality and has been returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received on (B)(6) 2024, the fse stated that they had contacted the customer and the customer clarified that their initial issue was the device turning on by itself. The customer believed that this was due to the power switch overlay not working. After replacing the power overlay switch, the device worked properly for a time and then the device began to turn on by itself again. The customer informed the fse that they would decide their next steps with the device, and then contact philips to let them know. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated on 11jun2024 by a field service engineer (fse) and confirmed that the device was still turning on and off by itself. The fse determined that a replacement user interface (ui) to power management (pm) printed circuit board assembly (pcba) cable and backup battery would be required to continue troubleshooting. The investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2024, a bench service engineer (bse) replaced the power switch overlay keypad, but the fault reoccurred. It was determined that the next parts to be replaced in an attempt to resolve the issue would be the user interface (ui) printed circuit board assembly (pcba) and the liquid crystal display (lcd). It was also determined that because the device currently had the 1st generation ui pcba and 1st generation lcd, that both parts would be upgraded by replacing them with the 2nd generation version of the parts. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the keypad of the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A replacement power switch overlay was ordered for the customer to be shipped to their site. This investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2024, a field service engineer went to the customer site and replaced the user interface (ui) to power management (pm) printed circuit board assembly (pcba) cable. The fse found that the device issue continued during testing. The fse determined that the power switch overlay should be replaced again as the next troubleshooting measure. The investigation is ongoing.